Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason being mentioned as mechanical complications of intraocular lens. The iol was explanted and exchanged with an unspecified monofocal lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the available information the iol was exchanged for the same lens model but half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on the available information following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).